Event description:
It was reported that a pt's lead was visible under the skin and the lead could be felt by the physician. The physician has informed that she will need to see a surgeon to have the device reposition. Good faith attempts to obtain info from the pt's treating physician including the cause of the protrusion have been unsuccessful to date.